Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for a device check. Episodes of non-sustained rv oversensing were observed. Further review of the stored electrograms indicated the presence of intermittent loss of capture. Programming changes were made and no further episodes have been seen.